Event description:
Patient presented to the emergency department with significant tongue swelling after experiencing a strong electrical pulse from therapy that caused the tongue to protrude out to one side and twist. The patient was prescribed medication to address the swelling.